Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: alaris infusion check valve failure when infusing via secondary port with a secondary infusion set. The set was opened and already used previously in the simulation center. This event occurred during a training/simulation. No patient or medication involved. Check valve did not prevent the back-flow of fluid into the primary bag when infusion conducted on a secondary set.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one 2420-0007 sample was received for investigation without packaging; the lot number was not available to assist the investigation. Residual fluid was present in the product. Functional testing involved flushing fluid from the male luer end of the product; no fluid was able to pass beyond the back check valve throughout testing. A visual inspection revealed no damage or manufacturing defects which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0007 product over the past 12 months.